Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation, skin tears and blister requiring medical intervention cannot be ruled out. Skin irritation was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (9.1% in the ttfields arm and 0.4% in the control arm). Blister was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (3.6% in the ttfields arm and 0% in the control arm). Skin injury was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (3.6% in the ttfields arm and 1.8% in the control arm).

Event description:
A 78-year-old female with pancreatic adenocarcinoma started optune pax therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure of experiencing skin irritation and blistering involving the abdomen, bilateral sides, and back. It was noted, several areas appeared to have superficial skin removal associated with array removal, while other areas presented with blistering. The healthcare provider prescribed an unspecified medication for the condition and temporarily discontinued optune pax therapy. The patient expressed concern that she was unable to reapply the arrays due to the current level of skin irritation. The patient planned to cut small slits in the arrays to improve flexibility and reduce tightness during future application. Images provided demonstrated two moderately erythematous longitudinal skin tears on the back and left side of the torso and one longitudinal blister on the front. Multiple attempts were made to contact the prescribing physician; however, no reply was received.